Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during the case, the surgeon reported sparking of the device tip and excess clogging on the right side of the wire. Surgeon was using coag 4. The surgeon switched to suction coag to complete the case. Investigation conclusion: the reported issue was confirmed for coagulum buildup, but was not confirmed for sparking. The electrode wire remains intact. The plastic housing is melted, but with > 33% of the wire square exposed. There do not appear to be any significant observations which fail to meet the acceptable damage requirements. However, there is moderate coagulum buildup on the electrode and inside the housing. The complaint could not be recreated for the device sparking issue that was reported in the complaint description, however, activating the device outside the field of tissue can create arcing which can cause the gap between the tissue and the device in the field to create sparks. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case the surgeon reported sparking from the plasmablade device. The surgeon also reported observed melting and fractures of the device tip in past cases, however no case details are available for past occurrences. Due to the lack of prior case details, this record serves to report the issue as a whole and no other records will be created.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.